Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an scs ipg swap on (B)(6) 2019. Stimulation was reportedly restored post-operatively.